Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 25mm mitral valve was explanted from the mitral position after an implant duration of 7 years and 9 months due to structural valve degeneration. A 27mm valve was used in replacement successfully.

Manufacturer narrative:
H3. Product evaluation: customer report of valve degeneration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification was observed on leaflet 1, and moderate calcification on leaflet 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 14 mm on leaflet 2 on the inflow aspect and 8 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, wireform appeared distorted and bent outward at leaflet 2. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform around leaflets 2 and 3. Multiple fragments of the cut off sewing ring was returned with valve. Suture holes were visible around the sewing ring. H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a 25mm mitral valve was explanted from the mitral position after an implant duration of 7 years and 9 months due to structural valve degeneration (svd) leading to stenosis and regurgitation as per discharge summary, echo pre-redo showed that there was severe mitral stenosis (mean/peak gradients 14/22 mmhg) and mild mitral regurgitation. A 27mm valve was used in replacement successfully. Patient was discharged home on pod+9.

Manufacturer narrative:
Device code 3191- host tissue/ pannus.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an edwards valve was explanted from the mitral position after an implant duration of 7 years and 9 months due to structural valve degeneration.